Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a rash and burning, open pustules underneath shoulder straps of garment, armpits and breasts. The patient's physician recommended removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.